Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. It was confirmed the co2 absorber canister was cracked. The canister was replaced.

Event description:
The hospital reported the unit had a large leak during a case. There was no report of patient injury.